Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for air bubbles with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that 20 bd vacutainer® ultratouch¿ push button blood collection sets experienced air bubbles forming in the tubing and preventing the tubes from filling properly during use. The following information was provided by the initial reporter: when they are using the needle, it starts pulling in air, which impacts the draw volume of the tube.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd vacutainer® ultratouch¿ push button blood collection sets experienced air bubbles forming in the tubing and preventing the tubes from filling properly during use. The following information was provided by the initial reporter: when they are using the needle, it starts pulling in air, which impacts the draw volume of the tube.